Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a dosing stopped message after a continuous glucose monitor cgm sensor failure and a replace sensor alert, and the user did not enter fingerstick values or start a new sensor, which resulted in suspended automated dosing and elevated blood glucose; the user reported a fingerstick value of 355 mg/dl and later started a new sensor with guidance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated insulin dosing without emergency care or health impact. Investigation included review of alarm history and user-reported blood glucose data. Investigation of this case revealed that dosing stopped due to loss of cgm input after the sensor failed, with no manual blood glucose (bg) entries to sustain automation, which is consistent with expected device behavior when required cgm data are unavailable. It was concluded, based on previously established findings for similar reports, that user handling and known system safeguards against dosing without valid cgm data were the cause.